Event description:
Information received indicates brake/steer is not functioning correctly. The casters will roll when in brake and lock when in steer.

Manufacturer narrative:
The technician found the brake cam was installed backwards. The technician correctly installed the brake cam to repair the bed.